Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step during the load process. The customer had changed to a new cartridge and was able to complete the fill in tubing prior to calling into tandem technical support. There was no impact to the customer's blood glucose level.